Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified an open ground inside the mainframe. Repaired open ground. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 emi system has no fluoro. There was no report of patient injury.